Event description:
Nursing alleged that a patient fell from bed and was injured. They found the patient lying on the floor, and the ppm system was showing it was still armed. Nursing stated the bed was showing that it had power, but they could not get any bed functions to operate in room. The facility would not release any patient information.

Manufacturer narrative:
The hill-rom technician tested all bed functions, including bed exit and patient positioning and all functions passed.